Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (dilaudid) 8.3 mg for a total dose of 2.7007 mg/day and bupivacaine 20 mg for a total dose of 6.50771 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported increased pain. A lumbar magnetic resonance imaging (MRI) without contrast showed a soft tissue seroma at the lumbar midline soft tissue. On (B)(6) 2021 aspiration of the lumbar seroma occurred where approximately 5ml of possible cerebrospinal fluid (csf) was aspirated. Samples were sent for cultures. The samples were negative for growth- csf. On (B)(6) 2021 a catheter dye study was performed and failed. It was noted there was possible dynamic kinking or migration. No action was taken, but a catheter revision was scheduled for (B)(6) 2021. The outcome of the event was noted as ongoing. The device diagnosis was catheter kink and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was 2021-mar-09. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8785, serial# (B)(6), product type catheter product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was revised at the collet, on (B)(6) 2021, as there appeared to be a occlusion. There was no evidence of leaking on pump or pump side catheter. The issue resolved without sequelae on (B)(6) 2021.